Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument clip falling out into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset < 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip. The complaint regarding the clip falling out and that the instrument would not close properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This event is a reportable malfunction and adverse event due to the following conclusion: a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure without additional patient injury. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the clip of the medium-large clip applier instrument would fall out. When re-inserted, it would not close properly. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and no damage was found. The incident occurred when the surgeon attempted to clamp on patient anatomy. The issue was related to unsuccessful clip application (e.g., incomplete closure of the clip). Medium/large weck hem-o-locks were used for this instrument. The size of the patient¿s anatomy being clamped was not greater than the specified diameter suggested in the instructions for use (IFU). The clip applier was used twice. There was no unexpected motion noted when attempting to place a clip around the patient's anatomy or during clip closure. The clip became dislodged from the instrument, fell into the patient, and it was retrieved during the same procedure. There was no bleeding incident nor additional patient harm. The issue was resolved by using a backup clip applier instrument.